Event description:
The ventricular catheter disconnected from the base of the snap shunt. The shunt was explanted.

Manufacturer narrative:
Only the catheter was returned. The base of the snap configuration was not returned for evaluation. There was red proteinaceous debris inside and around the flow holes as well as on the exterior of the catheter. No other noted anomalies were found. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacturer.